Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. It was noted that one of the customer's handpiece was vibrating inside. However, the handpiece was able to be tuned. The company representative advised the customer to replace the handpiece. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated two add'l, related reports for this system. A review of service requests for the last 24 months indicated no add'l, related reports for this system. There was no sample returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "occlusion problems" (occlusion within device). A customer reported having problems with occlusions after receiving a new software upgrade. Add'l info, received from the nurse manager, indicated having repeat occlusion issues during phacoemulsification procedures. The surgeon has refused to use the system until it has been serviced. The facility is requesting service so as to prevent an injury from happening. The facility was sent the new operator's manual and advised to review the manual for changes. The facility was advised to isolate the handpiece if the event occurs again and to save all consumables for eval. The nurse mgr reported there has been no pt impact.